Event description:
Inbound call from pt's mom this am, she was going to change pt's pump to one of the new ones that we sent in april 2017; however, both say they need programmed. They are all cadd ms3 pumps, they are sn #(B)(4). The pump that he was using sn: (B)(4) will not work now. She just reports it went crazy and now does not work. This pump was due for maintenance at the end of (B)(6). Advised to take pt to the hospital so remodulin can be restarted. Sending new pumps today. Pt is not having any change in symptoms at this time. Dose or amount: 30.8 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.